Event description:
It was reported that the patient underwent a knee revision approximately 23 months post-implantation due to stiffness and pain. During the revision, the surgeon noted approximately 1.5 degrees of anterior slope on the tibial cut. Although there was prior concern for internal rotation of the tibial tray, tibial rotation appeared acceptable at revision. Additional posterior bone was resected to achieve a 0-degree tibial slope. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product. Femur cemented (cr) narrow right size 6; item# 42502006002; lot# 65062641. Articular surface (mc) right 10 mm height; item# 42522100410; lot# 65797713. All-poly patella cemented 32 mm diameter; item# 42540200032; lot# 66577470. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.